Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the drawer 6 controller board caused the system not to power on. A field service engineer replaced the drawer controller printed circuit board (pcb) and booted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis was shut down. Drawer 6 cubie shorted the pyxis out. User unplugged this drawer and able to power up the pyxis. There were no adverse events or injuries reported based on this event.